Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarm could not be confirmed with the returned modular cable (lot # 10039367); however, the reported event of corrosion was confirmed. The returned modular cable was tested together with a test system controller and the system functioned without any alarm active. Visual inspection of the pins did note corrosion within the in-line connector, which resulted in slightly higher resistance measurement during evaluation. The layers were removed, and visual inspection of the underlying wires appear undamaged. A root cause of the driveline communication fault alarm and the corrosion within the in-line connector could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The image of the driveline was provided. The patient recently had a driveline communication fault alarm. The patient received a system controller exchange at that time and the alarm resolved. From the photos of the driveline connect at the last modular cable exchange the vad coordinator felt that a cleaning might need to be done. A driveline modular cable cleaning was scheduled for (B)(6) 2025 to be completed in the emergency room.

Event description:
It was reported that the patient had no symptoms bit the ventricular assist device (vad) had been continuously alarming "driveline communication fault". The customer reported recently switching the patient's backup system controller (2916596-2024-52455). The log files were reviewed and showed a driveline communication fault on (B)(6) 2025 for about 1 hour the length of the log file. It was recommended that the system controller and modular cable be exchanged if the patient could tolerate a pump stop. No other unusual events were seen in the log files and the pump was operating as expected. Tech services additionally noted that it was recommended that the modular cable and system controller be replaced with a new "out of box" system controller and new modular cable. Log files should be sent for review after the exchange and there should be 25 power cable disconnects performed to enable the system controller to record new events. It was noted to be sure the periodic log file was set to the lowest interval for obtaining a new set of log files. It was also requested if a picture of the modular cable connector could be taken on both the modular cable and patient side. The system controller and modular cable were exchanged resolving the alarms. The log files were sent in for review. The log files were reviewed and captured routine events. There were no notable alarms post exchange and it was recommended that alarms continue to be monitored for. There appeared to be a green spot of corrosion on the pump side of the driveline that may need cleaning. A modular cable cleaning may be scheduled later at the discretion of the vad coordinator. There were no other unusual events seen within the log files. The lot number of the exchanged modular cable was 10039367. The modular cable and system controller were to return. The cause of the green fluid in both the modular cable and driveline were unknown. The patient was discharged home on (B)(6) 2025 and had not yet scheduled a cleaning with their hospital that manages them. System controller (B)(6) was then returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of driveline communication fault alarm was confirmed via submitted log files and the reported event of corrosion was confirmed via submitted photos and testing of the returned modular cable (lot: 10039367). The returned modular cable was tested together with a test system controller and the system functioned without any alarm active. Visual inspection of the pins did note corrosion within the in-line connector, which resulted in slightly higher resistance measurement during evaluation. The layers were removed, and visual inspection of the underlying wires appear undamaged. Submitted log files revealed multiple instances of active driveline communication fault alarms. Provided information indicated that the user had persistent driveline communication fault alarms on (B)(6) and that the user switched to their backup controller (B)(6). The alarms reportedly initially resolved following a modular cable and system controller exchange. Submitted log files revealed that on 08apr2025 the system controller (B)(6) was put into use following the initial exchange to (B)(6). It was also communicated that the cause of the corrosion in both the pump cable and modular cable was unknown, and the patient was discharged from the hospital on 09apr2025. Additionally provided information revealed that the driveline communication fault alarms returned and that abbott technical services completed a pump cable inline connector cleaning and exchanged the patient¿s system controller and modular cable on 11jun2025. During the cleaning, the green residue in the pump cable inline connector was reportedly removed. Following this cleaning the system controller (B)(6) was put into use. Submitted log files also revealed that the system controller (B)(6) was again put into use sometime in between 08apr2025 - 01jun2025. The observed corrosion on the modular cable may have contributed to the observed driveline communication faults; however, a root cause for the reported alarm and corrosion could not be conclusively determined through this investigation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 6 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.